Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call she had been having higher than normal blood glucose levels and the insulin pump had several no delivery alarms. The blood glucose at the time of the incident was 253 mg/dl. Troubleshooting was performed and the customer stated that the tubing had no air bubbles, but she found some small bubbles in the reservoir. She also mentioned that she changed the basal rate settings herself because her doctor was not helping. The no delivery alarm was resolved buy a complete set change. The device will not be returned for analysis.